Manufacturer narrative:
Additional information has been requested regarding the patient and device details; however, have not been made available as of the date of this report. Should further information be provided, a supplementary report shall be submitted. This report is submitted on february 26, 2020.

Event description:
Per the clinic, it was reported that the patient experienced an extrusion of the internal device though the skin flap. Subsequently, the device was explanted (date not reported).